Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected shutdown issue was verified in the pump logs, however, no failure was identified. Additionally the alleged bolus delivery issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittently, the pump shut off unexpectedly. Additionally, the customer reported the boluses were interrupted with no known cause. Although requested, the customer declined troubleshooting with tandem technical support. Reportedly the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was in the 200s(mg/dl).